Manufacturer narrative:
The insulin pump was received with motor error alarm during basic occlusion test and prime alarm during prime test due to protruded/loose drive support disk. Unable to perform occlusion test due to motor error alarm. All the buttons functioned properly and no button error alarm or moisture damage on keypad traces noted. The insulin pump had a scratched lcd window. No alarm or change sensor alarm noted.

Event description:
It was reported that the insulin pump alarmed motor error. Customer's blood glucose reading is 251 mg/dl. Customer has treated with a bolus. Customer stated that the drive support cap is protruded. Advised customer that the insulin pump must be replaced. Nothing further reported.